Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support. Customer's blood glucose ranged from 163-181 mg/dl.